Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - battery depletion indicated/eri, time of eri in save to disk on (B)(6) 2011, device eri less than 2.62 v. Three patient alerts occurred for low bv between (B)(6) 2011 and (B)(6) 2011. Weekly log battery voltage trend data shows min b(v) of 2.64 to 2.62 volts between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient had an episode of supraventricular tachycardia (svt) that was detected and treated because the svt other one-to-one programming or stability settings were not programmed on. The device remains in use. No patient complications have been reported as a result of this event.